Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks for what appeared to be supraventricular tachycardia (svt). Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.